Event description:
Reporter alleged blood glucose measured 408 mg/dl back to back with a result of 98 mg/dl when testing was performed 5 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.